Event description:
The customer reported that the unit failed the audio test while conducting a operational check. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed the audio test while conducting a operational check. There was no reported patient involvement. Philips evaluated the unit and confirmed the complaint. The speaker assembly was replaced to resolve the problem. The unit passed all performance and assurance tests. The unit was returned to the customer.